Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention, and the leads were explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system following a vigorous activity. Diagnostics indicates that one of the leads have high impedances. X-rays revealed that both of the octrdoe leads had migrated. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.